Manufacturer narrative:
Concomitant medical products: (B)(4), 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(4), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(4), 200-02-38 - three peg patella 38mm. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The poly insert shows minimal wear.

Event description:
It was reported that a 71 yo male, had an initial right knee implant on, (B)(6) 2015, then had their poly insert revised on (B)(6) 2022, approximately 7 years 3 months post the initial procedure for instability and potential poly wear. There were no reported issues with the revision procedure. The patient was last known to be in stable condition following the event. "The case went fine." No product return anticipated as the hospital is keeping the insert. No additional information.